Event description:
On (B)(6) 2013, it was reported that the buttons on the patient's infusion device were not functioning. The device displayed e4 (occlusion error) and e7 (electronic error). The patient changed the battery in the device and then it displayed e8 (power interrupt). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The soft components of the housing are worn down heavily. Therefore moisture entered the insulin pump and caused damages to the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.